Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that all systems were found to function as expected. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure, there was an alleged inaccuracy of 2 cm. The site attempted two registrations and the accuracy was 1.2 - 0.7 in sphenoid, and 0.5 frontal. The registration was 2 mm. The site was unable to check accuracy in verification screen on second attempt. The site was inaccurate with the straight suction and microdebrider, those were the only two instruments that were used. The registration probe was accurate in the registration screen. The site traced and added touch points twice, which were yellow. No red dots on the trace, all green. The area of concern was within yellow zone of accuracy. The site was using a flat emitter, the side emitter not available, in use in other case. The surgeon opted to continue with navigation, although the issue was not resolved. Surgery was completed with a delay of less than one hour and no reported impact on patient outcome.